Manufacturer narrative:
The report was generated to capture the adverse events. This article can be located at www.ncbi.nlm.nih.gov/pubmed/23549161. The devices were not returned for evaluation. The reason the devices were not returning was not provided. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient peri and post procedure and the exact cause was unknown. Note: per the solitaire fr IFU (instructions for use) warnings: do not use each solitaire fr revascularization device for more than two flow restoration recoveries. MDR # 2029214-2015-00754. (B)(4)

Event description:
Citation:medtronic received information through literature review of apetse k, mechtouff l, cho t, mechanical thrombectomy with the solitaire stent at lyon, france. Eur neurol 2013;69:325-330. Twelve patients were treated with solitaire fr (7 females and 5 males). It was reported that there was one case of periprocedural asymptomatic arterial dissection relative to the solitaire stent. There was also one report of symptomatic cerebral hemorrhage that occurred within the 24 hours following the mechanical thrombectomy (mt). The author stated that 3 passes were made and the mechanical thrombectomy (mt) procedure was repeated if required. Patients mean age was 66, 7 females and 5 males.three other patients were also reported to have sustained hemorrhage complication post treatment, the cause was not reported. 2 /3 patients had mrs 5 and one had mrs 2.